Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d1, d3 additional information: a4, b7, d4 d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure 75 years, female, 168 lbs, 29.8 bmi the diagnosis and indication for the index surgical procedure? Stress urinary incontinence were any concomitant procedures performed? Lefort colpoclesis, cervical polypectomy, trachelectomy, posterior colporraphy, repair of rectocele with or without perineorrhaphy what was the initial approach for the index surgical procedure? Transvaginal were there any intra-operative complications? None other relevant patient history/concomitant medications? Prolapse of vaginal wall, midline cystocele, uterine prolapse were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? None did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Yes ¿ ancef ivpb 2g/50 ml (2 g dose) given pre-op flagyl ivpb 500 mg ( 500 mg dose) given pre-op were cultures performed? If so, please provide the results. Yes ¿ urine culture (B)(6) 2025: 1,000-10,000 cfu/ml escherichia coli! Bacterial vaginosis gram stain (B)(6) 2025: indeterminate. Exam shows altered vaginal flora but results are indeterminate for bacterial vaginosis. Please describe any medical intervention performed including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Metronidazole (flagyl) 500 mg tablet ¿ 14 tablets, take 1 tablet (500 mg total) by mouth 2 (two) times daily for 7 days. Lidocaine (xylocaine) 2 % jelly ¿ apply topically three times daily as needed, use daily on the vulvar area daily as needed. What is the patient's current status? On-study . Completed treatment for uti and bv, has not contacted the clinic for ongoing concerns or treatment surgeon¿s name? (B)(6), md facility name? (B)(6) hospital country of event? USA product code and lot number? Lot#: 3944961 system, retropubic tvt exact sm-ndl model/cat number: tvtrl. Log line: 2 - bacterial vaginosis end date: (B)(6) 2025 outcome: recovered/resolved without sequelae.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2025 and mesh was implanted. On (B)(6) 2025, mild urinary tract infection was noted. Unspecified drug therapy was provided and the event recovered/resolved without sequelae as of (B)(6) 2025. On (B)(6) 2025, mild bacterial vaginosis was noted and unspecified drug therapy was provided. Additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: uti is the adverse event serious? No death: no date of death: blank life-threatening illness or injury: no permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: not related if event is serious and device related (unlikely, possible, probable, or causal relationship), according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? N/a relationship to primary study procedure: possible if the event is marked as being related to the procedure, indicate which procedure the event is related to: index if procedure related and repeat/retreatment is selected, specify date: blank intervention/treatment: none: no drug therapy: yes surgical procedure, therapy, or intervention: no specify: blank non-surgical procedure, therapy, or intervention: no specify: blank blood transfusion: no other: no if other specify: blank outcome: recovered/resolved without sequelae did this event result in the patient¿s discontinuation of the study? No adverse event term: bacterial vaginosis is the adverse event serious? No death: no date of death: blank life-threatening illness or injury: no permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: not related if event is serious and device related (unlikely, possible, probable, or causal relationship), according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? N/a relationship to primary study procedure: possible if the event is marked as being related to the procedure, indicate which procedure the event is related to: index if procedure related and repeat/retreatment is selected, specify date: blank intervention/treatment: none: no drug therapy: yes surgical procedure, therapy, or intervention: no specify: blank non-surgical procedure, therapy, or intervention: no specify: blank blood transfusion: no other: no if other specify: blank outcome: not recovered/not resolved did this event result in the patient¿s discontinuation of the study? No attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? Were there any intra-operative complications? Other relevant patient history/concomitant medications? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Please describe any medical intervention performed including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Facility name? Country of event? Product code and lot number? D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. Additional information received: adverse event term: overactive bladder start date: (B)(6) 2025, additional event details, site awareness date: 19 aug 2025, end date: blank, severity: mild, is the adverse event serious? No. Death: no date of death: blank life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: possible if event is serious and device related (unlikely, possible, probable, or causal relationship), according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? N/a relationship to primary study procedure: probable if the event is marked as being related to the procedure, indicate which procedure the event is related to: index if procedure related and repeat/retreatment is selected, specify date: blank intervention/treatment: none: no, drug therapy: yes, surgical procedure, therapy, or intervention: no, specify: blank, non-surgical procedure, therapy, or intervention: no, specify: blank, blood transfusion: no, other: no, if other specify: blank, outcome: not recovered/not resolved, did this event result in the patient¿s discontinuation of the study? No. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: describe the medical intervention provided for the overactive bladder including results. Drug intervention ¿ patient prescribed vibegron 75 mg once daily. What is the physician¿s opinion as to the etiology of or contributing factors to the overactive bladder? Oab started after surgery on (B)(6) 2025 (lefort colpocleisis, sling for stress incontinence, cervical polypectomy, trachelectomy, and posterior colporrhaphy, repair of rectocele. What is the patient's current status? Taking oab medication and has a planned rsh follow-up for (B)(6) 2025.